Manufacturer narrative:
(B)(4).the insulin pump was received with no button response due to flattened act, down and up button dome switch. Unable to perform the test the minilink transmitter with the glucose sensor simulator due to no button response. The drive support disk was inspected and no anomaly was noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The device was also received with minor scratched lcd window and scratched case. No cracks on the screen were noted.

Event description:
It was reported that the customer experienced elevated blood glucose levels. The blood glucose reading was 166 mg/dl. No symptoms of high blood glucose were noted. The customer stated that he was in the 300 to 400 mg/dl range the day prior. He noted that he had treated using the insulin pump and felt okay to troubleshoot. He was unsure whether the drive support cap was as it should be. He reported a crack on the screen and difficulty pressing the device's buttons. He advised that the damage was due to the fact that he kept dropping the insulin pump when it slipped out from his hand. Advised replacement of the insulin pump. Nothing further reported.